Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The root cause of the reported problem was unable to be determined.

Event description:
The customer contacted stryker to report that their device was not responding to buttons. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.